Manufacturer narrative:
The device was returned and the evaluation is ongoing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device head seemed to be loose and was losing focus. The issue was found at reprocessing. There was no patient involvement.

Event description:
It was reported the subject device head seemed to be loose and was losing focus. The issue was found at reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that the there was a loose focus ring as well as the coupler was moving and unable to lock. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.